Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.